Event description:
The customer reported that during a patient event, their device would not detect the connection to the patient through the defibrillation electrodes. The customer indicated that they tried to perform synchronized cardioversion on the patient 3 times and the device would not charge defibrillation energy because there was no recognized connection to the patient. The customer did state that on the fourth attempt to deliver a synchronized shock, the device was able to deliver the shock successfully. The customer did indicate that they had third party defibrillation electrodes (con-med pad pro) used during the event. The customer indicated that the patient did not suffer any adverse effects during the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.